Event description:
This report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device has charge button issue. There was no patient involvement. Based on the information available, the root cause of the reported issue is not identified as the issue did not reproduce. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The reported issue did not reproduce, and device is working fine as per manufacturer's specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.